Event description:
Reportedly, on (B)(6) 2014, 2 warnings were displayed in summary screen, but only one alert was visible in the details dialog box. Preliminary analysis indicated the alerts were related to a device reset resulting from a temporary decrease in battery voltage.

Manufacturer narrative:
Follow-up date was wrongly indicated to be (B)(6) 2014. Event was observed on (B)(6) 2014. Following our recommendation, the device was explanted and will be returned for analysis. As a consequence, the case was reevaluated as "serious injury."

Event description:
Reportedly, on (B)(6) 2014, 2 warnings were displayed in summary screen, but only one alert was visible in the details dialog box. Preliminary analysis indicated the alerts were related to a device reset resulting from a temporary decrease in battery voltage.

Event description:
Reportedly, on (B)(6) 2014, 2 warnings were displayed in summary screen, but only one alert was visible in the details dialog box. Preliminary analysis indicated the alerts were related to a device reset resulting from a temporary decrease in battery voltage.

Manufacturer narrative:
Corrected (following our recommendation, the device was explanted and will be returned for analysis, thus report type & reportable event were re evaluated).

Event description:
Reportedly, on (B)(6) 2014, 2 warnings were displayed in summary screen, but only one alert was visible in the details dialog box. Preliminary analysis indicated the alerts were related to a device reset resulting from a temporary decrease in battery voltage.